Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the amplitude on the pt's programmer ramps up to the maximum level after the presses the (+) key only once or twice. She stated that sometimes she feels an overstimulation sensation of she does not turn the system off quickly enough. A new programmer was sent to the pt; however, it is currently undetermined whether the replacement external device resolved the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.